Event description:
It was reported that image is getting foggy during surgery time. Moisture was inside of scope. Procedure completed using same device

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that image is getting foggy during surgery time. Moisture was inside of scope. Procedure completed using same device.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker india the technical service report indicates: problem description (symptom): fogging and clarity issue. Action taken at site (diagnosis): found that front lens is defective and laparoscopic lens is non-repairable, unit is beyond the repair. Final report: need to replace with new one under warranty. Job completed: yes. Probable root cause: ¿ laser welding seal failure. ¿ distal/proximal window solder failure. ¿ damage to optical train. ¿ damage to needle. ¿ damage to distal or proximal windows. ¿ moisture intrusion. ¿ end of life wear-out. ¿ environmental disturbance: endoscope colder than dew point. ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only). ¿ use error. The reported failure mode will be monitored for future reoccurrence.